Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at (B)(4), it was found a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle of the subject device (the user may have used the poor reprocessing subject device for next procedure). The subject device had been returned to olympus china for repair of the malfunctions such as the leakage from the damaged remote switches, the cracked light guide lens, the damaged bending cover, the damaged light guide connector and the reduced angulation. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at (B)(4). It was confirmed that there was a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle which was not deformed but clogged by the foreign object. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However based on the former similar cases, omsc considered it was possible that the reported phenomenon occurred as a result of the fragments of the product used in combination with the subject device entering the air/water channel. But since it was not possible to identify what the foreign object stuck in the nozzle on the report of (B)(4), further investigation was difficult. [Notes] since the instructions for safe use (IFU) has the following description, it is probable that the reported phenomenon could be prevented. 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. If additional information is received, this report will be supplemented.